Manufacturer narrative:
(B)(6). Investigation results: customer returned (1) 1 cc, 8 mm, 30g syringe in an open blister pack from lot # 6109961. Customer states that a foreign body was found on the tip of the needle. The returned syringe was examined and exhibited a piece of orange material loosely held on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. Sample will be forwarded to manufacturing ((B)(4)) on 09feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause description: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found its way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this; however, it is an inherent portion of the process at this time.

Event description:
It was reported that foreign matter was found on the tip of a bd ultra-fine ii insulin syringe prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: on 13feb2018, (B)(4) received one 1cc, 8mm, 30g syringe in an opened blister pack from batch# 6109961. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings as those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause is likely that the "angel hair" was created when moving components across the production floor. When this type of transport occur (B)(4) within the manufacturing plant, filaments such as seen within the sample received, may find their way into any portion of the syringe and then on to the consumer. A review of the device history record was completed for batch# 6109961. All inspections and challenges were performed per the applicable operations qc specifications. Continuous improvement projects within the plant are currently evaluating upgrades to the transport system that might reduce and/or eliminate "angel hair" from being produced. No additional actions at this time.